Event description:
The customer reported via phone call that the insulin pump alarm no delivery during basal, bolus and fixed prime. Customer's blood glucose was 400 mg/dl. The customer no delivery alarm was caused by infusion set/reservoir. The customer was advised to change out entire set. Customer was advised that we would replaced infusion set/reservoir and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.